Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer site. The fse evaluated the iabp and was unable to reproduce the reported "internal communication error" issue. However, the fse was able to verify multiple fault # 78 and fault # 116 in the iabp¿s diagnostic error log and while testing the iabp. The fse observed display to back plane board and coiled cable connectors were corroded due to liquid. To fix the issue. The fse replaced the back plane board and coiled cable connectors. The iabp was calibrated and passed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
The customer called through the emergency line to report the cardiosave intra-aortic balloon pump (iabp), had been alarming "internal communication failure," while supporting a patient. The iabp was swapped with another unit. No patient injury or harm was reported.